Manufacturer narrative:
A medtronic representative went to the site to test the equipment. During testing, they replaced hardware parts and system functioned as designed. The system then passed the system checkout and was found to be fully functional. A hardware analysis of polaris spectra was initiated to determine the probable cause of the issue. Analysis found damaged camera or scu. The anomaly is being tracked in the navigation tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the site's i7 camera was showing the amber fault light and not functioning. There was no patient present when this issue was identified.